Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not able to close. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not able to close. A field service engineer observed matrix drawer failed to lock and loosened c-channels in station, over-tightened c-channels possibly has caused the matrix control chassis to bow enough to prevent latch mechanism to catch. Replacement of chassis was resolved the issue. The system functioned as intended after the field service engineer repaired the device.